Event description:
Small suture needle (needle only) discovered upon opening sterile disposable pump pack. The suture needle was found inside the white cup lid inside the pack. There is no suture found in the pack, no reason for the needle to be there. These packs are used for open heart, pump cases. The needle was removed and taken to purchasing along with the identifing information, and the company notified.